Event description:
Pt has been an insulin dependent diabetic. Pt currently uses a minimed 508 pump to administer their insulin. Pt checks their blood sugar about 10 times a day. On the day of the incident pt checked their blood glucose at 4:00 pm. The bd meter said it was 100. Pt took a shower and was starting to prepare supper at 5:00 when pt passed out. Pt was flat on the floor. Thursday night is bowling night and their teammates called them at 6:45. Bowling starts at 6:30. Pt couldn't get to the phone. Pt did not really come out of it until about 9:30. Pt tested with the bd and with the one touch ultra. Pt found that the bd was consistently higher than the one touch. It is apparent to them that their bg was not 100. It was less than 50 and kept getting lower. Pt called bd and they took the meter back and sent them a new one.